Event description:
Health care professional (hcp) reported patient (pt.) Receiving peritoneal dialyysis on pac-xtra device when treatment "ran short of solution." Health care professional stated there was a pump segment tubing leak causing this stortage of solution. Health care professional reported no medical intervention was necessary and no pt injury resulted.